Event description:
It was reported by the treating neurologist that the vns epilepsy pt was being evaluated for investigation of her respiratory status while she was also being evaluated for surgery that was scheduled to prophylactically replace the vns pulse generator. The surgery was cancelled as the surgical team determined that the pt's respiratory status was compromised, and the pt required hospitalization for treatment at that time. The patient was seen by a pulmonologist, who reported to the neurologist that the pt's respiratory issues, which were initially thought to be asthma, but after eval, it appears that the issue is episodes of tachypnea with respiratory rates of 50/minute. Additionally, the patient has been experiencing dyspnea, which is unrelated to asthma, and is not relieved by albuterol. Add'l info from the pt revealed that the pulmonologist, who, per the pt, told her that the left airway was still at a sub-optimal level, and the specialist was wondering if the electrodes placement could be moved so that it is "not in the way of breathing." There was some discussion, per the pt, of exploring the left neck region surgically; however, this has not been confirmed by the patients treating neurologist. The patient has been re-scheduled for surgery to replace the pulse generator and possibly explore the neck region, which is to occur in october. Add'l info was received from the pt's treating neurologist that prior to the pt's surgical eval, the pt was asymptomatic for any side effects from vns stimulation. The patient did complain of intermittent hoarseness with stimulation. In addition, the physician noted that the patient has pre-existing respiratory issues, prior to having been implanted with the vns device in 2002. The respiratory side effects were exacerbated by stimulation when the physician attempted to increase the output current to control the patient's seizures better. The physician stated that the device settings have always been kept at 'lower settings' so as to minimize any contribution that stimulation may have on the existing respiratory issues. The vns device setting has recently been decreased to an output current of 0.75ma, a magnet output current of 1.25 ma, on time of 30 seconds and off time of 3 minutes. The physician noted that the patient was at the above noted settings for approx 2 years with no complaints. Recent diagnostic testing done on the patient's device has revealed normal device function. In addition, the neurologist reported that the patient also has been evaluated by an ent, where left vocal cord paralysis was diagnosed by a CT scan of the neck. The physician noted that "since the cord appears to be paralyzed, it looks like this may be a nerve compromise from the lead" and it is not associated with stimulation of the vns device. The neurologist continues to monitor this patient's events along with the other physicians involved in the patient's care. Add'l info is expected to be communicated by the neurologist regarding the findings of the surgical procedure and whether the respiratory issues are related to vns.